Event description:
Abnormal cells were found outside of the 22 fields of view (fov). No trigger cells were present to prompt a full scan of the slide. There was no delay in pt diagnosis as the diagnostic cells were found during qc. Customer is sending a slide to hologic for review. This site will be monitored.